Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experience extreme discomfort due to ipg migration. It was also noted that the ipg was difficult to charge. The patient underwent an ipg replacement procedure, and the pocket was revised. The patient was doing well post-operatively. No device malfunction was suspected. The explanted ipg was not returned.